Manufacturer narrative:
Investigation: DHR/bhr review; there was no issues with foreign matter during production run for batch 8044782. Investigation comments: our inspections performed while manufacturing this batch were accepted; on jun 11, 2018 a sample was received. It has no packaging flow wrap, it has the plunger rod-rubber stopper, the tip cap and saline solution, the barrel label confirms the lot# 8044782. The saline solution shows discoloration. A visual inspection confirmed no loose fm in the saline solution, no fm in the tip/ tip cap area. The stopper was inspected under microscope, noticing an imperfection. It will be delivered to supplier quality to send it to our vendor for further analysis. Product is not within specification. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. There were no issues documented about foreign matter. After inspection of the stopper an imperfection was noticed, it will be sent to the vendor for further analysis.

Event description:
It was reported with the use of the bd posiflush¿ normal saline syringe there was an issue with foreign matter. It was stated ¿the flush syringes came in cloudy/with color.¿ there was no report of injury or further medical intervention.